Event description:
Cardionet monitor serial number (B)(4) was in the patient's pocketbook, while the patient was at physical therapy. The patient and therapist were about 10 feet away from the pocketbook when the therapist noticed smoke coming out of the pocketbook. No actual flames were reported. The patient stated she did not hear any beeping coming from the device and there was nothing flammable in her purse, e.g., lighters, matches or cigarettes. Nothing else in the patient's pocketbook was damaged besides the monitor, which was partially melted. The monitor was not charging or placed in direct sun/heat prior to when the event occurred. No one (the patient or therapist) was injured and no damage to the facility occurred as a result of this event.

Manufacturer narrative:
Investigation is still underway at the present time. Once completed, a follow-up report will be sent, which may contain different results and conclusions.